Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery failed "during therapy delivery test in op" with the heartstart xl+. There was no pt involvement.